Event description:
It was reported that the device alarmed after the pharmacy uploaded a new drug library, system advisory: battery not working alarms along with base not responding, battery communication timeout. The voltage is at 9 volts. Physically checked the battery also indicated 0 voltage. The batteries were replaced january, 2022, as part of their annual preventive maintenance. No patient involvement.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it.